Event description:
"Snap-disconnect 'snapped' during the night. Pt woke up wet. Found after 6th exchange." Medical intervention - pt was already on antibiotics before event is continuing regimen. No sample is available for analysis. Not sure about lot# 0jr802 or 0jr827.